Event description:
Through additional paperwork received with the device, a facility representative reported an infusion pump with a malfunction of "chamber failure and shuts off when attempting to use." It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90, which is categorized as a colleague 2006.

Manufacturer narrative:
Evaluation summary: the reported condition of "chamber failure and shuts off when attempting to use" was not confirmed during product evaluation. Inspection of this pump revealed the condition could not be duplicated. The pump was retested and returned to the customer within specification.